Event description:
It was reported that stent positioning difficulty and stent profile problem occurred. The 60% stenosed target lesion was located in the moderately tortuous and mildly calcified carotid artery. However, when the stent reached the lesion, resistance was great during deployment and the stent jumped forward after it was released. The stent was fully apposed to the vessel wall post deployment, but it failed to fully cover the lesion, and the posterior segment of the stent was seriously elongated. The device was not removed, and the procedure was over immediately, and it will be dealt with at a later date. No patient complications reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination found the stent of the device to be fully deployed from the device. The deployed stent was not returned for analysis as it was implanted. A visual and tactile inspection identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. This concludes the product analysis. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent positioning difficulty and stent profile problem occurred. The 60% stenosed target lesion was located in the moderately tortuous and mildly calcified carotid artery. However, when the stent reached the lesion, resistance was great during deployment and the stent jumped forward after it was released. The stent was fully apposed to the vessel wall post deployment, but it failed to fully cover the lesion, and the posterior segment of the stent was seriously elongated. The device was not removed, and the procedure was over immediately, and it will be dealt with at a later date. No patient complications reported, and the patient status was stable.